Event description:
It was reported that the patient experienced issues with an inflatable penile prosthesis (ipp) pump due to it not "popping" consistently. It was indicated that the "pop" happened at a different number of pumps every time; however, once the pump was working it filled completely. It was further reported that the device did inflate and the reason for the device "not popping" was unknown. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.